Manufacturer narrative:
The insulin pump was received with intermittent button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she is unable to clear it. Customer blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.